Event description:
It was reported that the device was found in back-up mode. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.